Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a remote device check was performed due to a shock alert. The patient received an inappropriate shock for atrial fibrillation (af) with rapid ventricular response (rvr). The device was reprogrammed. There were no symptoms from the shock except for chest pain.